Event description:
It was reported to philips that intermittently on bootup, the device¿s live image was not being displayed in the examination room but was displayed in the control room. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision pc was not displaying live images while the control room was displaying live images. Fse analyse the system and found that the cause of the issue is ippc computer video card. Fse replaced the clarityiq ii ip-pc no hdd. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.